Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the high impedance was not determined. No actions were taken as the contacts were not in use for the patient¿s preferred program. The issue was not resolved and the patient was going to schedule a device replacement soon due to the age of the battery.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that an impedance check was done when meeting with the patient to review battery life. The check showed electrodes 1, 3, 4 and 6 were greater than 10000ohms. It was noted that these electrodes were not currently in use. The issue was not resolved at the time of the report. No patient symptoms reported.